Manufacturer narrative:
..

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient&#38112;ipg was suspected to be not functioning. The patient will undergo revision procedure wherein ipg will be replaced.

Manufacturer narrative:
Additional information was received that due to a non-device related medical issue, there will be no further course of action.

Event description:
A report was received that the patient's ipg was suspected to be not functioning. The patient will undergo revision procedure wherein ipg will be replaced.

Event description:
A report was received that the patient¿s ipg was suspected to be not functioning. The patient will undergo revision procedure wherein ipg will be replaced.